Manufacturer narrative:
Device failure is suspected, which is suspected to have contributed to a serious injury.

Event description:
It was reported that the pt was in the emergency room due to increased seizures. The pt had three seizures and usually had one per month. The mother reportedly swiped the magnet many times, but the seizures were not aborted. Therefore, the pt was admitted to the emergency room. X-rays were taken of the pt's vns which showed a lead fracture. The pt had lead replacement surgery on (B)(6) 2011. When the device was interrogated prior to surgery, the lead impedance was greater than 10,000 ohms. Attempts for additional info have been unsuccessful to date. The pt had not seen his neurologist since (B)(6) 2011 and did not see the surgeon prior to surgery. The lead was discarded after surgery, so product analysis cannot be completed.